Event description:
The following was reported via medwatch report ((B)(4)): it was alleged that on (B)(6) 2006 the patient was implanted with the composix ex mesh. The patient suffered abdominal pain and an abscess. In 2012, the patient had a CT scan which showed a piece of mesh material. On (B)(6) 2012, the patient underwent explant of the mesh.

Manufacturer narrative:
We have contacted the initial reporter to request additional information and to request return of the device for evaluation. This MDR includes all patient, event and device information davol has received to date. Based on the information provided it is unknown whether the device may have caused or contributed to the reported event. The patient reports developing an abscess and undergoing an explant. Currently, medical records have not been provided and no sample was returned for evaluation. Additionally, a specific device failure was not alleged. A review of the manufacturing records was performed and there was no evidence of a manufacturing related cause for the reported event. With the limited amount of information, no conclusion can be drawn.